Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, after further investigation of the facts provided by the customer, it was determined that this device was dropped and physically damaged, causing the customer's report. This report was inadvertently submitted and reports of this nature are typically not submitted. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.